Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood event. Customer was in emergency as a result of high blood glucose. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.